Event description:
Additional information was received that noise resulting in oversensing persisted and caused pacing inhibition on a pacer dependent patient. Provocative testing was performed; no anomalies were noted.

Event description:
It was reported that, noise resulting in oversensing was noted on the right ventricular (rv) lead. Rv lead conductor fracture was suspected but this was not confirmed. Imaging was performed; no anomalies were noted. No intervention has been performed. The patient was stable.